Manufacturer narrative:
Additional information: one actual sample was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿leakage and the spike of t-set (transfer set) came off from the flow control barrel during use at the patient home¿. This was identified during peritoneal dialysis (pd) therapy. The patient¿s transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.